Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The system was replaced with a new system. (B)(4).

Event description:
The hospital reported a leak greater than 500ml/minute. There was no report of patient involvement.